Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fluids clear inside the device, wear abrasion, opening red particles inside in the fill channel and crease fold. A microscopic analysis was performed which identify crease sharp opening and around the opening have non penetrating nick. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed to a fold flaw opening. Non penetrating nick.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.